Event description:
Customer reported cosmetic damage on the insulin pump and experiencing high blood glucose over 600 mg/dl. The plastic broke and the battery cape broke on the insulin pump. The device fell out of customer's pocket and it hit the tile floor. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The original battery cap was not received. Broken battery tube threads were noted. The insulin pump had a cracked display window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and a missing end cap sticker.